Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the left ventricular (lv) lead had pulled back anteriorly. The physician was unable to advance the lead into previous position and subsequently, surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the left ventricular (lv) lead had pulled back anteriorly. The physician was unable to advance the lead into previous position and subsequently, surgically explanted and replaced. No additional adverse patient effects were reported.